Event description:
Pt's grandmother alledged that syringe had black mold growing in it that got into infants's throat and stomach. Reporter also alleged a rubbery looking tube was expelled from syringe. Infant given cardiac pulmonary resuscitation until paramedics arrived. Infant was hospitalized for 5 days. Reporter alledged product was being used for the first time & pathology is examined & found defective.